Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid (hydromorphone) at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported that the patient had carotid artery surgery and post surgery the patient became obtunded and was given narcan with positive results. The hcp stated a few days later the patient was obtunded again with decreased mentation and was given narcan with little results and now starting a narcan drip. The hcp stated in consultation with other physicians they were concerned about her intrathecal (it) dilaudid delivery and the fact they believe the pump dosing was going to increase in a hour or two. The hcp requesting a decrease in dose programming andhcp did not have a clinician tablet or programmer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.